Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date with blood glucose of over 600 mg/dl. The current blood glucose was 472 mg/dl. Customer treated high blood glucose with manual injection. Insulin pump was not working. Insulin pump would not prime and push out insulin. Assisted customer in performing displacement test and test was failed. Customer stated that, they are not able to upload to carelink at this time. The insulin pump will not be returned for analysis.